Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve was explanted after an implant duration of 3 years, 6 months due to calcification causing severe mitral stenosis and moderate mitral regurgitation. The explanted valve was replaced with a 33mm 11400m valve. The patient was in recovery post procedure. Per medical records, the patient presented with worsening shortness of breath and heart failure during consultation. She was admitted to the ER due to chest pain. Upon surgery, the 27mm mitral valve was explanted and the annulus was sized to a 33mm 11400m valve and it was implanted. Upon inspection, there was no mitral regurgitation or evidence of perivalvular leak. The patient easily weaned off bypass with minimal support and protamine was administered. The surgeon prophylactically gave the patient two units of blood as she was thrombocytopenic preoperatively. Hemostasis was achieved and the patient was transferred to the ICU in stable condition. The patient was discharged to a skilled nursing facility. Per pathology report, the ring and valve leaflets grossly appeared to intact with adhered calcified white material across two of the valve leaflets. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including hyperlipidemia (hld). The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.